Manufacturer narrative:
Product event summary: evaluation determined that there was no allegation of a device failure, but standard investigation is needed because the event was determined to be reportable to a regulatory body. As assessed during evaluation, there was no allegation of a device failure. However, the adverse event(s) reported are potentially indicative of an unspecified device malfunction. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of the patient becoming unresponsive and going into cardiac arrest following a refill remains unknown. Follow-up was conducted to obtain the cause of the unresponsiveness and cardiac arrest. Concomitant medical products: product ID 8709, lot# , serial# , implanted: , explanted: . Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the problem with the pump caused the patient to have a brain injury and "kind of killed me" when the medicine didn't go into the pump when he had it refilled. It was reported that the implanted pump was recalled because it kept on twisting over and the catheter popped off. It was noted that due to the pump issue the patient spent the entire summer in the hospital. No further complications have been reported.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lidocaine, bupivacaine, and baclofen at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. The patient's relevant history included t12 burst fracture with surgical stabilization and resulting bilateral lower extremity paraplegia. It was reported the patient's pump was refilled with baclofen and bupivacaine and by the time the patient reached the outside of the facility, the patient apparently went into cardiac arrest. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - with injury.' Per the doctor, the patient may have some minor changes in mental status. It was noted surgical intervention had been planned and scheduled for (B)(6) 2016. The patient was weaned down on the pump and requested explant. It was noted the pump would be sent back when the facility released it. It was later reported the patient was released from the hospital on (B)(6) 2016 with the cardiac arrest resolved. No information was provided regarding diagnostics, actions, interventions, or possible causes. It was further reported the patient had arrived at the emergency department after reportedly becoming unresponsive following the refill of the baclofen/lidocaine pump. The patient had been transferred to a tertiary care facility on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.